Manufacturer narrative:
The reported product was not returned for testing. Several lots of test strips and meters which were possibly involved in the incident were sorted out and tested. The selected lots performed within specification. Customer did not return product and did not have control solution to ensure the quality of the product. (B)(4).

Event description:
We received a voluntary event report from FDA with report number: mw5079747. We contacted the patient and she said she got high readings of 443/507/499 mg/dl from the easymax v glucose meter. Because the patient is on a sliding scale and didn't want to give herself that much insulin, she called the ems and received only 204 mg/dl. She brought this device about a year ago and never dropped the device. She did not leave the test strip vial unclosed and stores in the kitchen cabinet. She did not have and use the control solution to check the device and test strip. Replace product to her.